Manufacturer narrative:
After the initial report it was determined that this product was reported in error. Please void the initial and follow up reports.

Event description:
Allegedly revised due to infection. Age at primary: (B)(6). Side: l, primary asa: p2-mild disease not incapacitating. Revision njr index no: (B)(6). Sex: f, primary bmi: (B)(6). Additional information received 10/24/2016. Added part number-reported under (B)(4).